Event description:
Pt had generator explant due to "generator failure". Further clarification from neurosurgeon's office reported that the pt was explanted due to "no significant relief from seizures" and that the neurosurgeon was "having difficulties interrogating the device." Investigation to date has been unable to determine the cause of the communication difficulties. Generator malfunction cannot be ruled out as a possible cause. Report is incomplete because no response has been received to MFR's requests for additional info from neurosurgeon.